Manufacturer narrative:
H3) the enclosure power conversion was returned to the manufacture for evaluation. After functional testing, performance testing, vi sual/physical examination the reported issue was not confirmed. The enclosure power conversion passed bench test. It was installed into a known working system for several days. Motion, x-ray and generator readied. Communication and charging was successful. 2d and 3d images were acquired successfully and both motion and gain calibrations passed. Function testing passed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the power conversion assembly was replaced as a precautionary measure. The imaging system then passed the system checkout and was found to be fully functional. However, the issue reoccurred and therefore investigation is still ongoing. Other relevant device(s) are: kit svc o2 bi71000176 encl power convsn. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system got stuck in initializing please wait. Multiple reboots applied to the system, still the same behavior observed. System was down. There was no patient present. Additional information was received: it was reported that the system was unable to perform a 3d spin and was currently in "system initializing please wait." After the work order was completed and the power conversion assembly was preemptively replaced as a precautionary measure. Issue not resolved.